Event description:
It was reported that after deep brain stimulator implant the patient had good outcomes on 1 side and not on the other. There were high impedances and a loss of therapy on one side. The hcp was unable to determine the cause of the high impedances. The deep brain stimulator was replaced. Ultimately the entire system was explanted due to infection (ref. Manufacturer's report# 3004209178-2008-00167 and 2082207-2008-00168). A follow-up report will be submitted if additional information becomes available.